Manufacturer narrative:
Information pertaining to device used, malfunction/issue observed, type of injury and type of mitigation/treatment was not obtained from the initial reporter. This incident has thus been deemed as inconclusive due to lack of information required to conduct an investigation.

Event description:
It was reported that a spine table was broken during surgery in a way that didn't allow the surgeon to use imaging, thus, forcing the surgeon to incorrectly place a screw in one of the patient's pedicles resulting in a second revision surgery.